Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient's mother reported that the up, down and ok keypad buttons were intermittently unresponsive when pressed and had to be pressed very hard for a response. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4):the pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons required multiple button presses in order to elicit a response and were intermittently responsive. All of the keypad buttons did not click back or spring back normally. There was evidence of keypad contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.